Event description:
The pt called alleging that they gets the apply sample message on their meter. They did not experience any symptoms at the time of testing and needed assistance by a non-medical professional. They had enough sample applied on the test strip and retested using a new test strip with sufficient blood sample and issue still persisted. They also tested using a new vial of test strips and the test does not start. This case is being reported as a malfunction, since customer service was unable to resolve the issue with the pt. They mentioned that sometimes the meter would work and other times it would not work. Customer service sent the pt a new meter.